Manufacturer narrative:
The investigation has been completed. The data logs were reviewed but did not show the cart breaking or the console being damaged. The console was returned and found damaged in the lower left front of the console. This did not affect functionality and the console performed as expected. It was not determined why the wheel of the cart fell off. The cause of the automated impella controller (aic) damage was due to the detachment of the aic cart's leg. A.1, a.3 and d.2 revised as previously entered incorrectly. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller's (aic) lower leg/wheel assembly became disconnected from console stand. The aic tipped while staff member was rolling it from ICU with no patient/pump connected at the time. The lower left-hand corner of aic housing chipped, and a bolt was missing from stand assembly. No patient harm or involvement was reported. The console was pulled from service.